Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m41srr, serial number/date code (B)(4) is approximately 2 years 4 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. This m41srr power chair allegedly belonged to a family member and was passed along to the consumer. The malfunction has not been confirmed.

Event description:
The consumer called stating that the seat on the m41srr power chair allegedly rocks side to side.